Manufacturer narrative:
Concomitant medical products: 3058 mgu ipg implant date (B)(6) 2016; 3889-28 mgu lead implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial beats were occasionally falling into blanking causing false classification of device terminated arrhythmia and occasional atrial pacing on stored electrograms (egm). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.